Event description:
It was reported that improper labelling encountered. A 6.0 x 40, 75cm mustang balloon catheter was selected for use. However, during unpacking and the balloon pulled out from the shelf, another mustang balloon catheter 8.0 x 40, 75cm was found inside the box. The customer was unable to confirm if the box was sealed prior to opening it. The procedure was completed with another of balloon of appropriate sizing. No patient complications reported.

Event description:
It was reported that improper labelling encountered. A 6.0 x 40, 75cm mustang balloon catheter was selected for use. However, during unpacking and the balloon pulled out from the shelf, another mustang balloon catheter 8.0 x 40, 75cm was found inside the box. The customer was unable to confirm if the box was sealed prior to opening it. The procedure was completed with another of balloon of appropriate sizing. No patient complications reported. It was further reported via facility medwatch# (B)(4) that the patient experienced hematoma. The physician verified the size and confirmed the product expiration dates on packaging. However, when the procedure started, the physician noticed the burst pressures were not correlating with label within the package and box. Instead of using a 6mm x 4mm mustang balloon, an 8.0 x 40, 75cm mustang balloon was used which caused a minimal leakage from this segment with small area hematoma afterward.